Event description:
It was reported that upon initial interrogation the device battery voltage was at 1.95v. 244 episodes with 244 aborted therapies were reported in the diagnostics. In 2003, the ICD was explanted with a battery voltage of 1.6v.